Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat stress urinary incontinence and a cystocele on (B)(6) 2010 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding and recurrence. It was reported that the patient experienced vaginal vault prolapse and underwent robotic surgery to repair prolapse and sui. There was a possible revision/partial removal on (B)(6) 2011. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-27197. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion patient experienced recurrent urinary tract infection.